Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This report is filed because the clip (cds 80202u119) detached from one mitral valve leaflet but remained attached to the other leaflet. It was reported that the patient underwent a mitraclip procedure, treating degenerative mitral regurgitation of grade 3-4. Patient anatomy included a posterior leaflet prolapse. The steerable guide catheter (sgc) was advanced into the patient anatomy. The clip delivery system was inserted into the anatomy; however, a clot was noted at the tip of the sgc, in the left atrium. The activated clotting time (act) was 280 and an additional 3000 units of heparin were administered. The clot dissolved and the procedure continued with implantation of the clip. Cds (80202u119) was advanced and an attempt was made to grasp the leaflets. Leaflet insertion assessment could not be successfully completed, as the patient anatomy made it visually challenging to see both leaflets inside the clip; however, the clip was deployed. After deployment, it was noted that the clip detached from the anterior leaflet, remaining attached to the posterior leaflet. An additional clip was implanted medial to the second implanted clip (80202u119) to stabilize the detached clip. The mr was reduced to grade 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from the lot. It should be noted that the mitraclip instructions for use (IFU), states: if the grasp appears satisfactory, lower the grippers onto the leaflets. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the user error of proceeding with clip deployment despite an unsatisfactory leaflet grasp due to visualization limitations. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.